Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent switch was replaced, and the unit was returned to service. Customer contact reports no patient information available.

Event description:
The hospital reported an intermittent failure of the bag/vent switch to operate as expected. There is no report of patient injury.